Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the balloon would not stay inflated. It was indicated that they could not keep patient saturation up and they could see the co2 detector was changing to color back and forth. The doctor removed the tube and replaced it with minimal trouble.

Manufacturer narrative:
Evaluation summary: one sample was received for evaluation and the reported event of a cut in the cuff was confirmed. Inflation/deflation test was performed, air was applied to the cuff and it was observed the cuff deflated immediately, a visual inspection was performed and it was observed the cuff presents a cut. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the balloon would not stay inflated. It was indicated that they could not keep patient saturation up and they could see the co2 detector was changing to color back and forth. The doctor removed the tube and replaced it with minimal trouble. The customer reported no patient harm.